Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor contacted zoll to report that a patient had a rash caused by the lifevest. Follow-up indicated that the patients nurse advised him to use a cream. The patient reported that the rash improved with use of the cream.